Event description:
It was reported that a staff member was activating a cold pack and it exploded, sending the contents into the eyes of the individual.

Manufacturer narrative:
It was reported that a staff member was activating the cold pack when it exploded, sending the contents into the staff member's eyes. The staff member was taken to the hospital for evaluation. A corneal burn was diagnosed. She was given ointment for her eye, seen a couple of days later, and everything was determined to be fine. No sample was saved for evaluation, and no lot number was reported. No one was able to say where the rupture was located on the pack. Without a sample and other specific details related to the reported rupture, we are unable to identify a root cause. We have revised the labeling on the product to further clarify the activation instructions for the end user.